Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode exhibited oversensing of noise during multiple untreated episodes. The patient was also reported to have experienced appropriate shock therapy episodes as well. The patient experienced syncope during this episode and a high shock impedance measurement of 131 ohms was observed. Surgical intervention was performed and the s-ICD set screw was noted to have not properly been connected to the electrode. The s-ICD was explanted and replaced. The electrode remains in service and there were no additional adverse patient effects reported.